Event description:
The complainant alleged that while monitoring a patient, age and gender unknown, the device screen became distorted, had a large green dot and was not readable. The customer indicated they shut the device off then on again and it performed appropriately. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.